Event description:
It was reported that the patient presented for a follow-up visit at the clinic after receiving a notification. Upon interrogation, it was noted that the pacemaker exhibited no radio frequency telemetry. Programming changes were made. The patient was stable.